Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported problem. The fse tested the erbe and found it was functioning correctly. The fse noted the volume setting was at its lowest and increased the volume to 50%. The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed erbe error m-11 stating internal timeout (cpu & sensors module does need too much time to enter "ready" state) and erbe error m-32 stating multiple activation requests related to the reported complaint. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6)2022 on system sk0709. This complaint is considered a reportable malfunction event due to the following conclusion: the customer alleged inadvertent energy activation causing thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the hand-held bovie burned holes in the surgeon¿s gown. The customer confirmed there were no patient or operation theatre staff injuries. The surgeon had completed the da vinci portion of the procedure and was using hand-held bovie. The surgeon was leaning over the hand-held bovie and working too close when the customer noticed the holes in the gown. The customer did not see or hear the integrated electrosurgical unit - (iesu/erbe) fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.